Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, customer's cleaning disinfection sterilization (cds) summary, and olympus' hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided their cleaning, disinfection, and sterilization process: precleaning: detergent used: aniosyme, manual cleaning: brush used: bw 412t, manual cleaning: detergent used: anioxy twin, aer: soluscope 4. Aer detergent: soluscope cln. Aer disinfectant: soluscope paa, storage: soluscope_anios dsc8000. The device was evaluated and the following defects were found: bending section rubber was peeling off, various scratches on the device, and angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for five (5) colony forming units (cfus) of aerobic microorganisms. All channels were cultured. The issue was found during a routine culture of the scope, which occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus but the evaluation has not been completed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.